Event description:
Technical services received a call on (B)(6) 2011. Caller wanting to know if there's any other way to do an impedance test on this lv lead. Patient is programmed to .6v @ .5msec due to chronic issue with stimulation. Patient is uncomfortable when checking device. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).